Event description:
Additional information received reported that the patient was prescribed ibuprofen, keflex 250 mg, and norco. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the device and the lead were explanted on (B)(6) 2014. It was noted that the 60 day safety visit noted no adverse events and the patient was discontinued on (B)(6) 2014.

Event description:
It was reported the patient¿s system was explanted due to implant site pain.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial # (B)(4), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the lead revealed no significant anomaly the lead body was cut through and the product was segmented.